Event description:
The patient's mother called animas on march 11 and stated that the pump was without power. The battery was changed and the pump powered on. However she says the battery that was in the pump was not drained when the power was lost. There is no damage or trauma to the pump. There were no alarms at the time of the power loss. This complaint is being reported because the pump allegedly lost power without giving any alarms. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings a review of the black box history shows that there were no power resets that occurred on (B)(4) 2012 to (B)(4) 2012. There was no damage found to the battery cap or battery compartment. The rewind, prime and load steps were performed on the pump with no issues. The pump was exercised for 24 hours with the returned battery cap with no power issues. A battery cap contact test was performed with no connection defects. The pump cover was removed and no moisture or damage was found to the battery flex or power circuit. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.